Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump alarmed button error due to moisture damage at keypad traces. Insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer has hospitalized on (B)(6) 2015 because of her high blood glucose levels. The customer received no delivery alarms. The customer's blood glucose level was over 500 mg/dl. She treated her high blood glucose levels with manual injections and IV. The customer was wearing her insulin pump at the time of hospitalization. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.